Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)-2022 via email and attached to complaint object: date of event and patient details updated. No additional information available. Additional information: medwatch mw5111584 was received on (B)(6), 2022 and attached in complaint object. H6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: g3: correction: report source: other, mw5111584

Manufacturer narrative:
The device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing site address is unknown. Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown. No product information has been provided to date.

Event description:
Per medwatch it was reported that the patient was having tubing issues and decided to check in to the hospital. Patient did not specify exactly what the tubing issue entailed. The issue was soon resolved. No patient injury reported.